Event description:
It was reported that during a "tvt" procedure one extremity of the tape became detached from the needle along with the collar. The original tape has been implanted in the pt. There was no pt consequences reported.